Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for (band-aid advanced healing jumbo 3ct ap 9300607179880 38403035apa 38403035apa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI (B)(4), upc:9300607179880, lot number: ni, expiration date: na. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band-aid advanced healing jumbo 3ct ap. On (B)(6) 2021, the consumer used the product to cover a wound on her leg. On an unspecified date, the consumer tried to remove the band-aid, but it was difficult to removed and the patient went to the general physician and nurse. They removed the band-aid and on (B)(6) 2021 she reported that "it had eaten the skin" and the wound was bigger than before. The patient was also prescribed the antibiotic flucloxacillian 500 mg for treatment. The patient was not hospitalized in relation to this event. No further information is available.